Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a prostate artery embolization [pae] procedure the guide wire tip detached close to the patients prostate during wire manipulations. Coils were used to secure the guidewire tip. The detached guide wire was left in the patient.